Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a pocket infection. This device is not expected to be returned as it was retained by the customer. No additional adverse patient effects were reported.